Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor but was unable to confirm the reported issues. The glidescope go monitor video image was normal when connected to a known, good, test glidescope video baton 2.0 large and a known, good, test verathon single-use blade. The camera image quality test was performed and passed. The verathon technical service representative noted that both the test video baton and test single-use blade stayed secured to the monitor when connected. Upon completion of the evaluation the glidescope go monitor kit was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the connection to a verathon single-use blade was "loose" causing the image to intermittently disappear. The customer tested the reported glidescope go monitor with several different verathon single-use blades and confirmed the loose connection and the intermittent image issue persisted with the other single-use blades. A delay in the procedure of approximately two (2) minutes occurred as a different model glidescope monitor was obtained. No harm to the patient or user was reported.